Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on may 30, 2014. Blood glucose at the time of admission was 29 mg/dl. The customer stated he was driving and crashed into a house. Troubleshooting was not performed. The insulin pump was not returned for analysis.